Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) occlusion procedure using a 14f amplatzer amulet delivery sheath. The landing zone measurements at 90 degree was 23 mm and on 180 degree it was 26 mm. During procedure, the patient had sinus rhythm, the activated clotting levels were 300s and 9.000 units of heparin was administered. During was noted that the 25 mm amulet was too small and the physicians decided to use a 28 mm amulet with the same delivery system. The 28mm amulet was sitting well, with a good closure and a suitable compression. Seven hours after the implantation, the patient developed a late-presenting circumferential pericardial effusion and cardiac tamponade. A pericardiocentesis was performed. The patient was reported passed away. The physician mentioned the cause of death probably perforation of the pulmonary artery from the stabilizing wires of the amulet device (28 mm).

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, suspected device-related vascular perforation, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the pericardial effusion and cardiac tamponade were likely due to a pulmonary artery injury caused by procedural factors. The pulmonary artery injury was likely caused by deep device positioning and proximity to the artery, resulting in perforation by a retention anchor. The cause of death appears to be procedure related. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿warning: if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.¿

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) occlusion procedure using a 14f amplatzer amulet delivery sheath. The landing zone measurements at 90 degree was 23 mm and on 180 degree it was 26 mm. During procedure, the patient had sinus rhythm, the activated clotting levels were 300s and 9.000 units of heparin was administered. During was noted that the 25 mm amulet was too small and the physicians decided to use a 28 mm amulet with the same delivery system. The 28mm amulet was sitting well, with a good closure and a suitable compression. Seven hours after the implantation, the patient developed a late-presenting circumferential pericardial effusion and cardiac tamponade. A pericardiocentesis was performed. The patient was reported passed away. The physician mentioned the cause of death probably perforation of the pulmonary artery from the stabilizing wires of the amulet device (28 mm).